Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No pump returned. Data logs were reviewed and the report was confirmed. The root cause of the optical signal issue was most likely due to sensor wear of the optical sensor as evidenced by the log pattern and duration of support. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, there was a "placement signal not reliable" alarm. The pump remained operational until weaning and explantation. No patient harm was reported.